Event description:
Reporter alleged blood glucose results were high (211& 266 mg/dl) and went to the doctor as a result. It was reported customer's meter read 227 mg/dl while docotr measured 101 mg/dl performed within seconds of each other. No treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.